Manufacturer narrative:
All available information was investigated and the reported cable break and steerable guide catheter (sgc) unable to straighten were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to straighten the sgc appears to be related to a negative cable break. However, a conclusive cause for the cable break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received, but device evaluation has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report cable break and unable to straighten. It was reported that during preparation of the steerable guide catheter (sgc), while passing it through the guide wire, the minus knob was turned roughly 300 degrees. However, the sgc did not straighten and the physician suspected that a cable break had occurred. The sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.